Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in the hospital due to a high blood glucose level and a diabetic ketoacidosis. The paramedics were dispatched and was admitted to the hospital on (B)(6) 2017. Customer's blood glucose level was over 500 mg/dl. She was bloated and was given fluids. The customer was only treated using the insulin pump. The customer was wearing the insulin pump at the time of hospitalization. The customer had issues with the sensor. The device was not returned.